Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call to have sensor issues. Customer's blood glucose was 468 mg/dl. Customer mentioned the screen was scratched up and was unable to read the bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was tested with a water filled test reservoir and no air bubbles anomaly was noted. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with a glucose sensor simulator. The sensor feature worked properly. No unexpected sensor alarms anomaly noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a shifted end cap sticker.